Event description:
It is reported that the pt presented with a swelling, pain, and stiffness. During the revision, it was discovered that the tibial component was loose and articular surface was worn. Osteolysis was also reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.